Event description:
It was reported that during a revision on monday (B)(6) 2015 an expired catheter was implanted in the patient. The catheter had an expiration date of (B)(6) 2015. The manufacturer¿s representative misread the expiration date, as did the nurse that was assisting with the case. An incident report was filed with the hospital and the healthcare professional (hcp) was aware of the issue and said he was going to leave it in. The manufacturer¿s representative said the catheter used on monday never came up on the short dated or expired list. Records showed that the catheter was registered as already being implanted in another patient. The patient was doing well and receiving effective therapy. The pump was used to infuse fentanyl and clonidine. No intervention was reported for this event. Follow up was conducted to obtain additional information about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).